Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in cath lab for normal follow up and the lead was diagnostically imaged prophylactically. Externalized conductors were observed above proximal end of the distal coil. No electrical anomalies were detected. Patient was asymptomatic. Noise was also noted but was not reproducible in the clinic. The patient will continue to be monitored.

Manufacturer narrative:
A partial lead measuring 11.6cm was returned for analysis. External insulation abrasion was noted at 5.0 - 5.1 cm from the connector pin consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise and insulation abrasion.

Event description:
New information notes that on (B)(6) 2017, the lead was capped below the yolk and replaced. The patient is stable.